Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("essure fragments are identified") and vaginal abscess ("suspected abscess in the vaginal vault") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida ii, abdominoplasty, mammoplasty, right oophorectomy, multiple cesarean sections, migraine without aura and hypothyroidism. Previously administered products included: eutirox and evra. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016 she experienced heavy menstrual bleeding ("increased menstrual flow"). In (B)(6) 2016 she experienced intermenstrual bleeding ("the patient reported no longer experiencing metrorrhagia"). In (B)(6) 2016 she experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018 she experienced pelvic pain (seriousness criterion intervention required) and dyspareunia ("dyspareunia"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criterion intervention required), vaginal abscess (seriousness criterion medically important), bacterial vaginosis ("bacterial vaginosis"), vaginal odour ("patient reported vaginal odor"), iron deficiency ("iron deficiency with hemoglobin (hb) level of 12.3 g/dl"), coital bleeding ("postcoital bleeding"), migraine ("migraine"), abdominal pain ("abdominal pain"), discomfort ("general discomfort"), chronic fatigue syndrome ("chronic fatigue syndrome"), fibromyalgia ("fibromyalgia") and idiopathic environmental intolerance ("moderate multiple chemical sensitivity"). The patient was treated with surgery (diagnostic hysteroscopy + laparoscopic bilateral salpingectomy and total hysteroctomy). At the time of the report, the outcomes for pelvic pain, device breakage, vaginal abscess, heavy menstrual bleeding, vaginal discharge, bacterial vaginosis, vaginal odour, iron deficiency, dyspareunia, migraine, abdominal pain, discomfort, chronic fatigue syndrome, fibromyalgia and idiopathic environmental intolerance were unknown. The reporter considered abdominal pain, bacterial vaginosis, chronic fatigue syndrome, coital bleeding, device breakage, discomfort, dyspareunia, fibromyalgia, heavy menstrual bleeding, idiopathic environmental intolerance, intermenstrual bleeding, iron deficiency, migraine, pelvic pain, vaginal abscess, vaginal discharge and vaginal odour to be related to essure administration. The reporter commented: (B)(6) 2019: patient admitted for scheduled surgery; removal of essures for pelvic pain and postcoital bleeding (bleeding after sex). Intervention diagnostic hysteroscopy + laparoscopic bilateral salpingectomy. (B)(6) 2020 a simple laparoscopic hysterectomy is performed to complete the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: "left fallopian tube in the same container, multiple irregular brownish elastic fragments measuring between 0.3 and 1 cm and a fragment of 1.5x1 cm with a metallic structure inside are received, consistent with an essure device measuring up to 6 cm in length. Right fallopian tube: a tubular structure comparable to a fallopian tube measuring 4.5 cm in length and a maximum diameter of 0.7 cm is received. In the same container, an irregular brownish elastic fragment measuring 1x0.5 cm is received. In the same container, a loose elongated metallic fragment measuring 3 cm in length and 0.1 cm in thickness, macroscopically comparable to a metallic device, is received."; on (B)(6) 2020: macroscopic description: a specimen of total simple hysterectomy measuring 9.5 x 5 x 4 cm is received. It is received in the same container with a loose helical metallic fragment measuring 1.1 cm in length. Externally, the uterus presents a smooth serosa, and towards the fundus-uterosacral ligament on the right side, a slightly irregular and hemorrhagic serosa. The same is observed towards the left uterine horn, with a slightly disrupted area probably related to clinical data of adhesions to the ovary. The cervix is covered by a grayish-colored mucosa, without relevant macroscopic alterations. Upon opening, a patent endocervical cavity is observed, which continues with an endometrial cavity, with a polypoid morphology area on the anterior aspect measuring 1.1 x 1 cm, and an endometrium with a maximum thickness of 1-2 mm. Serial sections of the myometrium reveal two small well-defined nodular formations in the anterior and posterior aspects, measuring 0.5 x 0.5 cm and 0.3 x 0.3 cm, respectively. In serial sections of the area of serosal laceration at the level of the right uterosacral ligament, a spiral-shaped metallic structure measuring 6 mm is impacted in the myometrium. Inclusions: 81, anterior exo-endocervix. B2, posterior exoendocervix + isthmic polypoid lesion. B3, anterior endomyometrium with nodular formation. B4, posterior endomyometrium with polypoid formation. B5, intramyometrial nodular formation in the posterior aspect. B6-9, sections of irregular serosal area in the right horn/metallic device area. B10, irregular serosal area on the left side. Pathological anatomy: specimen of total simple hysterectomy. Subserosal-intramyometrial of reaction giant cell consistent with foreign body and hemorrhage. ¿ endometrial polyp measuring 1.1 cm. ¿ endocervical polyp measuring 0.2 cm. ¿ two intramyometrial leiomyomas measuring 0.5 and 0.3 cm. ¿ endometrium showing hypoactive proliferative pattern. ¿ exoendocervix without relevant alterations. ¿ presence of essure-type metallic device, one loose and another minimal fragment, and one 6 mm intramyometrial fragment [ultrasound scan] on (B)(6) 2015: follow-up ultrasound requested. (B)(6) 2015 a follow-up ultrasound was performed, and the; on (B)(6) 2015: no cysts or masses, and the essures were in a normal position; on (B)(6) 2018: utero ultrasound normal, left essure 16mm in the cavity, and right essure, 6mm in the cavity. Options for implant removal are explained, and surgical hysteroscopy is suggested [x-ray] (date unknown): persistence of essure fragments. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("essure fragments are identified") and vaginal abscess ("suspected abscess in the vaginal vault") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida ii, abdominoplasty, mammoplasty, right oophorectomy, c-section, migraine without aura and hypothyroidism. Previously administered products included: eutirox and evra parches transdermicos. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016 she experienced heavy menstrual bleeding ("increased menstrual flow"). In (B)(6) 2016 she experienced intermenstrual bleeding ("the patient reported no longer experiencing metrorrhagia"). In (B)(6) 2016 she experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018 she experienced pelvic pain (seriousness criterion intervention required) and dyspareunia ("dyspareunia"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criterion intervention required), vaginal abscess (seriousness criterion medically important), bacterial vaginosis ("bacterial vaginosis"), vaginal odour ("patient reported vaginal odor"), iron deficiency ("iron deficiency with hemoglobin (hb) level of 12.3 g/dl"), coital bleeding ("postcoital bleeding"), migraine ("migraine"), abdominal pain ("abdominal pain"), discomfort ("general discomfort"), chronic fatigue syndrome ("chronic fatigue syndrome"), fibromyalgia ("fibromyalgia") and idiopathic environmental intolerance ("moderate multiple chemical sensitivity"). The patient was treated with surgery (diagnostic hysteroscopy + laparoscopic bilateral salpingectomy and total hysteroctomy). At the time of the report, the outcomes for pelvic pain, device breakage, vaginal abscess, heavy menstrual bleeding, vaginal discharge, bacterial vaginosis, vaginal odour, iron deficiency, dyspareunia, migraine, abdominal pain, discomfort, chronic fatigue syndrome, fibromyalgia and idiopathic environmental intolerance were unknown. The reporter considered abdominal pain, bacterial vaginosis, chronic fatigue syndrome, coital bleeding, device breakage, discomfort, dyspareunia, fibromyalgia, heavy menstrual bleeding, idiopathic environmental intolerance, intermenstrual bleeding, iron deficiency, migraine, pelvic pain, vaginal abscess, vaginal discharge and vaginal odour to be related to essure administration. The reporter commented: (B)(6) 2019: patient admitted for scheduled surgery; removal of essures for pelvic pain and postcoital bleeding (bleeding after sex). Intervention diagnostic hysteroscopy + laparoscopic bilateral salpingectomy. (B)(6) 2020 a simple laparoscopic hysterectomy is performed to complete the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: "left fallopian tube in the same container, multiple irregular brownish elastic fragments measuring between 0.3 and 1 cm and a fragment of 1.5x1 cm with a metallic structure inside are received, consistent with an essure device measuring up to 6 cm in length. Right fallopian tube: a tubular structure comparable to a fallopian tube measuring 4.5 cm in length and a maximum diameter of 0.7 cm is received. In the same container, an irregular brownish elastic fragment measuring 1x0.5 cm is received. In the same container, a loose elongated metallic fragment measuring 3 cm in length and 0.1 cm in thickness, macroscopically comparable to a metallic device, is received."; on (B)(6) 2020: macroscopic description: a specimen of total simple hysterectomy measuring 9.5 x 5 x 4 cm is received. It is received in the same container with a loose helical metallic fragment measuring 1.1 cm in length. Externally, the uterus presents a smooth serosa, and towards the fundus-uterosacral ligament on the right side, a slightly irregular and hemorrhagic serosa. The same is observed towards the left uterine horn, with a slightly disrupted area probably related to clinical data of adhesions to the ovary. The cervix is covered by a grayish-colored mucosa, without relevant macroscopic alterations. Upon opening, a patent endocervical cavity is observed, which continues with an endometrial cavity, with a polypoid morphology area on the anterior aspect measuring 1.1 x 1 cm, and an endometrium with a maximum thickness of 1-2 mm. Serial sections of the myometrium reveal two small well-defined nodular formations in the anterior and posterior aspects, measuring 0.5 x 0.5 cm and 0.3 x 0.3 cm, respectively. In serial sections of the area of serosal laceration at the level of the right uterosacral ligament, a spiral-shaped metallic structure measuring 6 mm is impacted in the myometrium. Inclusions: 81, anterior exo-endocervix. B2, posterior exoendocervix + isthmic polypoid lesion. B3, anterior endomyometrium with nodular formation. B4, posterior endomyometrium with polypoid formation. B5, intramyometrial nodular formation in the posterior aspect. B6-9, sections of irregular serosal area in the right horn/metallic device area. B10, irregular serosal area on the left side. Pathological anatomy: specimen of total simple hysterectomy. Subserosal-intramyometrial of reaction giant cell consistent with foreign body and hemorrhage. Endometrial polyp measuring 1.1 cm. Endocervical polyp measuring 0.2 cm. Two intramyometrial leiomyomas measuring 0.5 and 0.3 cm. Endometrium showing hypoactive proliferative pattern. Exoendocervix without relevant alterations. Presence of essure-type metallic device, one loose and another minimal fragment, and one 6 mm intramyometrial fragment. [Ultrasound scan] on (B)(6) 2015: follow-up ultrasound requested. (B)(6) 2015 a follow-up ultrasound was performed, and the; on (B)(6) 2015: no cysts or masses, and the essures were in a normal position; on (B)(6) 2018: utero ultrasound normal, left essure 16mm in the cavity, and right essure, 6mm in the cavity. Options for implant removal are explained, and surgical hysteroscopy is suggested [x-ray] (date unknown): persistence of essure fragments based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.